Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a loss of suction during lasik flap creation on a patient's eye. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Customer reported suction issue. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the treatment. No technical root cause was identified. Possible contributing factors for suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.